Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.

Event description:
It was reported the dermatome device needs calibration. It was reported the device was not in contact with the patient. No patient injury is alleged.